Event description:
In 2002, the patient, who had pain at walking and so on, received artz dispo injection for their ostroarthrosis of the knee. When patient visited their doctor one week later, patient complained of having a severe pain at their knee in the night of the event. However because there were not swelling or hydrarthrosis at patient's knee, the second injection of artz dispo was given to patient 7 days later. Since then, the doctor has not seen patient.